Event description:
Revision surgery - the patient dislocated her shoulder due to a fall. The surgeon removed the size 36mm glenoid head and replaced it with a size 40mm glenoid head.

Manufacturer narrative:
The reason for this revision surgery was to exchange a shoulder prosthesis because the patient dislocated after 33 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR's) showed no non-conforming material reports associated with this product and the DHR inspection sheets for this product revealed no discrepancies or deviations with the manufacturing of this part. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The event is deemed to be non-product related and the root cause was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.